Manufacturer narrative:
Updated: initial reporter email address - (B)(6). Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool jaws. Charred tissues were also evident on the tool jaws. The silicone insulation on the jaws appeared intact with no sign of crack nor peeling. No other visual defects were observed. Based on the returned condition of the device and the results of the evaluation, the reported failure peeled jaw was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip started fraying and was removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip started fraying and was removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.